Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent temperature alarms occurred while the battery was plugged into a power source to charge. There was no reported impact to customer's blood glucose level. No additional information was provided and the customer declined follow up from tandem technical support.